Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and-or wear and-or lubrication, stall due to shaft bearing, stall due to gear-pinion. (B)(4).

Event description:
It was reported that event logs confirmed that a motor stall occurred with no recovery. There had been numerous stalls since (B)(6) 2014, but the current stall started at 12:45am on (B)(6) 2014 and the pump had not recovered. The patient was having overdose-type symptoms and was in the emergency room (ER). The patient was arousable but quite sedated. The patient was given narcan and responded to it. The reporter didn¿t know if the patient took any oral medications. It was noted that the patient did hear the pump alarm, but it was not clear if she was aware of what it meant. The device system was used to deliver morphine. It was later reported that the pump was programmed to minimum rate on (B)(6) 2014 and the patient was ¿a little bit better¿ for a while, but was currently lethargic again. The reporter wanted to know if the pump could ¿dump¿ medication. It was later reported that, on (B)(6) 2014, the drug was removed from the pump. 9ml was expected and 9ml was pulled out. The pump was then filled with saline. The pump was replaced on (B)(6) 2014. It was later reported that, on (B)(6) 2014, the patient was home and feeling much better. At this time, she needed her pump turned up from the 0.5 daily dose. It was later reported that the patient was lethargic and would grimace to voice, but was not really coherent. The patient went to the hospital on (B)(6) 2014. The physicians did not want to empty the pump. The patient seemed to be overdosed. The manufacturer representative helped to program the pump to minimum rate. When the pump was read, the logs only went back to (B)(6) 2014 and there were multiple stalls and recoveries noted. The reporter did not know how many and did not have a print out. As far as the reporter knew, there was no electromagnetic interference (emi) or explanation as to why this was happening. The healthcare provider (hcp) initially thought that the patient went into withdrawal due to the stall, causing the patient to be getting a significantly lower amount of medication, but when the pump would recover, it would overdose the patient because it was too much. However, the hcp was no longer certain of this because once the pump was programmed to minimum rate, the patient still exhibited overdose symptoms and lethargy. The patient started to come out of it, and they were going to release the patient on monday morning, but the symptoms returned and they had to admit the patient. On tuesday, the patient was transferred to a different medical center. The neurosurgeon replaced the pump at the advice of the managing physician. Prior to explant, the patient had morphine 50mcg/ml at 17mg/day. After the explant, the patient was put on 5mg/day and was doing really well. It was unknown if the patient had a history of volume discrepancies or withdrawal/overdose in the past. It was later reported that the patient had no obvious withdrawal symptoms, but was hospitalized due to overdose and comatose symptoms and ¿almost died¿ on a saturday approximately two weeks prior to (B)(6) 2014. At this time, a narcan drip was administered for a couple of days and the pump was stopped. The patient wanted another pump because her pain returned and she ¿loved her pump¿, so a replacement was done. During the replacement, the hcp tried clearing the catheter through the catheter access port (cap), but was unable to aspirate it, so they disconnected it from the pump. It did not spontaneously drain after it was disconnected and aspirated very slowly. They were able to aspirate 0.3ml from the catheter via a needle/syringe. It was later reported that the patient recovered fully with no ill effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709, lot# l55007, implanted: (B)(6) 1998, product type: catheter. (B)(4).